Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action.

Event description:
It was reported that the customer "made up pump settings," and continued to administer basaglar injections. Customer experienced low blood glucose (bg), bg value not provided causing several consecutive hospitalizations. The customer declined to provide additional information regarding the hospitalization. Clinical specialist assisted customer with entering the correct settings and customer continued to use the pump for insulin delivery.